Event description:
A malfunction occurred on the customer's pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer took corrective action by administering a correction bolus through the pump, and there was no need for third-party assistance. Technical support assisted with resetting the pump, provided troubleshooting information, and there were no further malfunctions after the reset. The customer was informed to continue using the pump and to contact support if the issue reoccurred.